Manufacturer narrative:
Evaluation results: one custom bivona tracheostomy tube was returned for investigation in used condition. Using a syringe, 5 cc of air was inserted into the inflation valve. The cuff inflated, but quickly deflated. A leak test was performed. A leak was detected in the airway line below the inflation balloon. The source of the leak was a cut in the airway line. Custom devices are 200% inspected for leaks and cuff symmetry, which require the cuff to remain inflated. If the cut was present at the manufacturing site, the device would not have passed inspection. The investigation did not identify a manufacturing defect. The instructions for use (IFU) instructs the user to guard against product damage by avoiding contact with sharp edges. The product came into contact with a sharp edge. This was identified as the root cause of the issue.

Event description:
It was reported that the pilot balloon of the bivona tracheostomy tube was leaking. The tracheostomy tube had to be changed out as a result. No patient injury or complications were reported in relation to this event.